Event description:
Medtronic received information that following the implant of this aortic mechanical heart valve and a mitral valve as part of a double valve replacement, the patient was placed on partial cardiopulmonary support to complete the procedure when the patient's hemodynamic status did not improve when an attempt was made to take the patient off the heart-lung machine after the valve implants. The status of the aortic valve could not be confirmed during intraoperative trans-esophageal echocardiography. The next day, cardiac catheterization found that one leaflet of the aortic valve was stuck in the opened position. A separate surgical procedure was performed to sew a vascular graft into the aortic annulus, which resolved the issue and the valve was left implanted and in use. The physician determined that the cause of the stuck leaflet was impingement by patient tissue. There were no adverse observations regarding the mitral valve. It was reported there were no patient complications.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the physician determined that the cause of the stuck leaflet was impingement on the patient¿s tissue. There is no evidence to suggest that the cause of the leaflet motion was related to a failure of the device to meet specification. The instructions for use (IFU) warns: ¿before closing the heart, test for leaflet motion with the blue leaflet actuator. If necessary, rotate the valve to avoid abnormal residual pathology which could interfere with leaflet motion.¿ as the device remains implanted, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.